Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer alleged insulin pump was over delivering as it gave 10 units of insulin. They were experiencing low blood glucose. The customer's blood glucose at the time of incident was found to be 165 mg/dl. The symptoms for low blood glucose were none. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was using auto mode at the time of incident. The insulin pump will not be returned for analysis.